Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. 2 - lfp high rate-ns <= 217 ms average v-cycle on (B)(4) 2012, at 03:48:58 and 04:53:10.

Event description:
It was reported that there was several high rate non-sustained events noted on interrogation of the device. It was also reported that t-wave oversensing (twos) was noted, however, programmed recording electrogram vectors are not consistent with the sensing configuration. The lead remains in use. No patient complications have been reported as a result of this event.